Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessor issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿if the water supply quantity drops below the minimum level, the equipment may stop with an error, the process time may be prolonged, or the pump may malfunction. When the water supply quantity is low, improve the water supply by installing a booster pump, etc. If the water supply pressure (shut-off pressure) exceeds 0.5 mpa, contact olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus endoscope reprocessing was experiencing an issue with cycle times. According to the initial reporter, the cycling time was approximately 3 minutes longer than usual. There was no patient involvement during this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac decided to dispatch an olympus field service engineer (fse) to examine the device. Once on-site, the fse discovered that the user facility had recently had plumbing work completed. The fse explained to the customer that when this happens, it is not unusual for air to get captured in the water lines and cause prolonged reprocessing times. The fse purged the subject device of the captured air and ensured it was running cycles in the anticipated timing. The fse also informed the customer that if the plumbing work on the building continues then he will have to periodically purge the subject device of captured air to prevent this issue from reoccurring.